Event description:
Related manufacturer reference number: 2017865-2025-12853. It was reported that a patient presented following an unrelated procedure with high capture thresholds noted on the right atrial and left ventricular leads, as well as additional low p wave sensing noted on the atrial lead. The physician alleged that the leads had dislodged. The patient will be monitored and potential lead revision was discussed. No adverse patient consequences were reported.